Event description:
The customer reported that the device would not deliver a shock via external paddles. There was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4): the customer reported that the device would not deliver a shock via external paddles. There was no negative impact to the involved pt. Philips evaluated the device and found that there was a failure of the external paddles. The external paddles were replaced to resolve the issue. The device passed all standard testing and was returned to service.